Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: neos fielder; guide catheter: mach 1 fl4. (B)(4): excessive force. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Force was applied during advancement, which may have contributed to the reported rupture. It should be noted that the warnings section of the (B)(4) rx trek/mini trek instructions for use (IFU) states: vessels with moderate to heavy calcified lesion should be treated with care. It may be associated with decreased success rates compared with lesions excluding calcification and increases the risk of device improperness and adverse effects (acute occlusion, vessel trauma, rupture, balloon entrapment, etc. Additionally, if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that during a procedure to pre-dilate a heavily tortuous, heavily calcified, concentric, de novo, 90% stenosed lesion in the distal circumflex coronary artery, a trek rx balloon dilatation catheter (bdc) met resistance but was able to cross the lesion. Force was used on advancement. During the first inflation of 10 atmospheres for 10 seconds, a pinhole rupture occurred. There was no resistance during removal of the trek rx bdc from the anatomy. The pre-dilatation was completed using a non-abbott bdc and a xience v stent was implanted in the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.